Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition that the device got extremely hot was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the thermistor in the flex circuit was worn out and stuck in the housing. It was determined that the worn out thermistor in the flex circuit caused the thermistor assessment failure. It was further determined that the device failed pre-test for motor thermistor and loctite and cable assessments (cable frayed). It was determined that the assignable root cause was determined to be due to normal wear out from use. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device got extremely hot during use. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.